Event description:
Procedure type: sub total gastrectomy. According to the reporter: after the first firing, the surgeon noticed the staples on the inner staple line were not formed and bleeding occurred. Staples were removed from the cavity. A new cartridge was opened to complete the procedure. Pt is under observation. The case was extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).